Manufacturer narrative:
The following is offered in response to your recent complaint submission: the device history record (DHR) for lot 15l175662 indicates that there were no defects were found in (B)(4) samples inspected from the lot. There were no samples submitted with this complaint therefore the reported condition could not be confirmed. The lint/short fibers were possibly caused within the slitting process in which the vacuum suction was not strong enough to remove the excess fibers after the gauze was cut into slits. Prior to a lot's release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, contamination is inspected during inprocess inspections. The lot met all defined acceptance requirements and was released. A formal corrective and preventative action (CAPA) was opened to address linting/short fibers complaints and is currently in the open investigation stage. The corrective action plan for this CAPA is to develop a process to measure the amount of short fibers per sponge. B. Install a system to signify if the vacuum is working on the tenter and is at the on position. C. Increase the amount of suction on the tenter vacuums. D. Create a system to make sure all knife assemblies in process described are aligned properly before the cutting process. This information will be utilized for trending purposes to determine the need for additional corrective actions. The production department will be notified of this incident with a copy of this complaint response to date samples have not been received for investigation. If samples are available, please ship to: (B)(6). If additional information is obtained, or the sample is returned, this file will be re-opened for further investigation.

Manufacturer narrative:
An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a gauze sponge. The customer states the product was fraying and strings were falling off while in the patient. The doctor had to pick each strand out of the patient during surgery.